Event description:
Orig. Surg. 3/05. Moderate activity. Allegedly liner disassociated from shell while reducing dislocated hip (closed reduction). New liner inserted into implanted shell. Head replaced to xxl.